Manufacturer narrative:
This report is filed april 28, 2014.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Event description:
Per the clinic, the patient experienced a skin flap breakdown at the implant site, exposing the receiver/stimulator; however the issue could not be resolved and the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.